Event description:
Physician states pt developed joint stiffness and soreness recently and was also concerned with possibility of ruptured prosthesis (fullness under the axillae). The right implant was returned to dow corning for identification and upon visual examination the device appeared to be ruptured. Device was returned to austrialia with no further evaluation.